Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functionality and stress testing without duplicating the report. The device was recertified and returned to the customer. Review of the device activity logs showed that the charge button was pressed 3 times; however there is no evidence of the shock button being pressed by the user. The clinical event data file was not available as part of this investigation. No accessories were returned with the device for review. No trend is associated with reports of this type.